Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion with a bend of less than 90 degrees was located in the moderately tortuous and severely calcified ostium left circumflex artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion. The procedure was completed using an alternate device. No patient complications reported. However, returned device analysis revealed that the stent was detached/separated. It was further reported that the stent along with delivery system had been packed and couriered for return.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was a detached stent. The delivery system was not returned for analysis. An examination of the stent was severely stretched and damaged. Based on the condition of the stent it was not possible to confirm that the stent was a synergy ous mr 3.00 x 16mm.